Event description:
It was reported that the patient had a stimulator that broke through the skin about 6 years prior to the report. It was noted this was why the patient no longer had the stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: 1998-(B)(6), explanted: 2007-(B)(6), product type extension, product ID 7435, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient. Product ID 748925, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 3487a, lot# l54435, implanted: 1998-(B)(6), product type lead, product ID 389033, lot# j0337506v, implanted: 2003-(B)(6), product type lead. (B)(4).